Event description:
As reported by the user facility: "tubing breaking" above the filter. Pts experienced loss of blood, amount unk. Additional info provided by the facility indicated there was no great amount of blood lost. No one suffered any adverse sequela associated with the events and blood backing up in the tubing did not occur in every incident.

Manufacturer narrative:
The actual devices in the incidents were not returned for evaluation. Without the actual samples, a complete evaluation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.